Event description:
A 27 year old male experienced hypotension, dyspnea, nausea and facial edema a few minites after the start of a pc transfusion through the device. The transfusion was stopped and medication of steroid was administered. Nausea disappeared after 20 minutes and dyspnea disappeared 4 hours after stop of transfusion. In november, during another pc transfusion through the device this pt again experienced hypotension, dyspnea, nausea and facial edema during a pc transfusion through the device. The transfusion was stopped and medication of steroid was administered and the reaction disappeared.